Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (out of box/package), needle break, needle hard to remove. The customer reported itching, skin infection which did not require treatment. The event involved product(s) mmt-7040a, mmt-7040a. Trouble shooting was performed and customer reported the sensors introducer needle fractured inside the body. Advised to return the sensor and needle hub. Customer was reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer confirmed the serter was pulled slowly straight up. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Investigation findings code : 2522 following our receipt of the four returned used sensors and performed visual inspection to one random sensor and found liner tape attached to sensor base instead of the pedestal also found needle broken in two pieces ont stuck inside sensor base and the remaining half inside needle hub as noted in the comments by the customer. Unable to replicate skin irritation in the lab. In summary, the customer complaint of the liner/needle anomaly were confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.